Event description:
It was reported that, on an unknown date, a broken tip was discovered in the sterile processing department (spd). It was reported that this event did not contribute to death or injury. It was also reported that the device did not malfunction during surgery. No patient involvement. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on going; no conclusion could be drawn as no device was returned. A review of device history records states that parts conformed to all requirements. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4): it was reported the tip of the device is broken. No service history review can be performed as this is a lot controlled item.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device was received with a broken tip and an overall light discoloration. There are a few scratches and nicks on the drive assembly. Due to an unknown cause, drive shaft assembly has a broken tip. The material of the shaft was determined to be within specification. Due to the damage to the tip of the instrument, the hex feature could not be measured. However, the shaft of the device was within specifications. Instrument conformed to dimensional specifications at the time of manufacturing. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by synthes, this complaint is deemed indeterminate from a manufacturing position. The distal tip of the drive shaft has sheared off at a jagged angle. The shear is not straight. The broken tip fragments were not returned for evaluation. The shear indicates an off axis force was applied under a torsional force thereby fracturing the thin wall cannulated distal tip. The device shows evidence of wear consistent with its service life. One drive shaft-minimum 520mm length-for use with ria was returned for evaluation with complaint category "broke." The device shows evidence of wear consistent with its service life. Tabulated product drawing was reviewed during this evaluation. The material of the drive shaft component is nitinol, which is essential to the flexibility of the drive shaft. This is an adequate material for the drive shaft. There are no finishing process or other treatments that can improve the performance of the shaft. Because it appears that the device may have been forced off-axis once connected to the reamer, causing damage to the reamer shaft, this complaint is invalid from a design perspective.

Manufacturer narrative:
Subject device was forwarded to service and repair on september 18, 2013. Device was received with a broken tip. Subject device was not repairable. The cause of the issue is unknown. Device was disposed of on september 19, 2013. No known ncrs are associated with this part and lot number.